Event description:
It was reported that: "the physician was treating an ica bifurcation aneurysm. The plan was to do it with balloon assisted coiling. He took optima complex-10 supersoft 1.5mmx2cm as last coil. While pushing coil into aneurysm, coil was prematurely detached and deployed, and one loop prolapsed in artery, so he decided to deploy leo stent to stabilize it and finished the case." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: # (B)(4). Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician was treating an ica bifurcation aneurysm. The plan was to do it with balloon assisted coiling. He took optima complex-10 supersoft 1.5mmx2cm as last coil. While pushing coil into aneurysm, coil was prematurely detached and deployed, and one loop prolapsed in artery, so he decided to deploy leo stent to stabilize it and finished the case." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: #(B)(4) an evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f240900839 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.